Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt experiencing decreased vision. The iol was exchanged for the same model lens. The pt's visual acuity remained the same following the replacement. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area. The optic was split in the haptic insertion area of the bent haptic. The optic was scratched-rejectable. Optic was clear. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested.